Manufacturer narrative:
Information contained in this report was previously submitted through psr on 01/22/2019 and 04/22/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and missing a piece of shell and patch (75-100%). A microscopic analysis was performed which identified: broken striated. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool. Missing shell and patch due to inconclusive. No bubbles are observed in the device, since it has an opening. The event of silicone migration is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: rupture, silicone migration. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture. Patient stated that mammogram showed a "bubble" which is "kind of raised". Additional event of "extravasated silicone" in the "axillary tail". Device has been explanted.